Event description:
It was reported that on (B)(6) 2026, while preparing to transfer the patient to the nicu, a flow inflating resuscitation (fir) device was connected to the oxygen tank. Upon activation, the patient began to desaturate. The anesthesiologist observed that the device was leaking oxygen through a hole, resulting in ineffective oxygen delivery. The anesthesiologist promptly reconnected the anesthesia machine, provided appropriate oxygen, and stabilized the patient. A new fir device was then obtained and connected, allowing the team to proceed with the transfer. No serious harm or injury was reported as a result of this event.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): resuscitation bag. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4).. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective, caused, or contributed to a serious injury.